Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was seen by the caller for physical therapy with pelvic floor strengthening and they believed the patient should not have had the implant, and just had physical therapy with them. The caller stated that the concern was that the patient would go to the bathroom 2 times in a 45 minute session with the caller. The caller stated that they had determined that the patient got no benefit whether the implant was on or off. The caller stated that the patient¿s urgency had been better and they were getting up in the night to go to the bathroom less since the caller had done ¿surface emg¿ and ¿pelvic floor coordination and strengthening¿. The caller stated they thought the implant should probably be removed, and they were redirected to the patient¿s healthcare provider to discuss removal and reprogramming. It was noted that the caller was unsure when they patient¿s symptoms got worse or the implant was no longer beneficial. No further complications were reported. [Refer to pe# (B)(4) for details pertaining to the 2012 implant] additional information was received. Patient reported her implant was not working any better right now than when it was off. Patient wanted to set an appointment with rep and healthcare professional (hcp). Patient was redirected to set up meeting with rep for reprogramming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that the circumstances that led to the implant no longer beneficial/working was that they received incontinence physical therapy and after some time and therapy, there seemed to be no difference in symptoms, whether the implant was on or off. The patient noted they had an appointment with their doctor and representative on (B)(6) 2018. No further complications were reported.